Event description:
The customer contacted the zoll tech line for help with an "air trap" alarm during the fever prevention mode of therapy post hypothermia protocol. The ivtm therapy, which was administered through a right femoral quattro catheter (lot #unknown), had been ongoing for three days. The customer noted that the 500-ml saline bag was empty, so they spiked another saline bag but needed assistance repriming the start-up kit (suk). Upon inspection, the customer did not observe saline around the patient or the thermogard hq console. The zoll tech line successfully performed both catheter integrity tests according to the IFU, suspecting a catheter leak. The customer was advised to remove or replace the catheter based on the physician's discretion. No further information was provided. The customer reported no harm to the patient.

Manufacturer narrative:
Zoll has not yet received the catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.